Event description:
The customer obtained non-reproducible, higher and lower than expected vitros amon quality control results (vitros qc k3178= 113.0 versus 41.6 umol/l; l3139= 141.0 versus 185.0 umol/l) on a vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, there was no report of affected vitros amon patient sample results. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher and lower than expected vitros amon results were obtained on vitros 350 chemistry system. There was no indication that a reagent issue contributed to the event. An ocd field engineer performed service actions on the microslide incubator subsystem of the analyzer. Performance testing following service was improved but remained outside of acceptable guidelines. The investigation is ongoing. The root cause of the event is most likely analyzer related due to incubator contamination.